Event description:
Per surgeon: "proper procedures were performed and at the initial test, the cervix was confirmed to be sealed by the device. Two minutes into the procedure, the device reported leaking of fluid from the cervix. The procedure was immediately stopped, and the device was allowed to cool down and was removed. There appeared to be burns in the vaginal canal and perineum. I attempted to perform the procedure again however the device then reported that the cervix was not sealed. I placed two tenaculums and a ring forceps on the cervix, however the device reported the cervix was not sealed which raises concern that the initial cervical assessment by the device was incorrect." Per hta boston scientific rep: "I wanted to follow-up and support the explanation of events from doctor. The genesys system was used to perform the endometrial ablation. I agree completely that proper procedures were performed throughout the entire procedure including initial test and seal of the cervix. After two minutes into the procedure, we had a screen appear saying 'fluid loss detected.' By receiving this screen, it showed that the machine was doing exactly what it was designed to do. With this warning, the physician is able to make any adjustments she feels are necessary (adding a tenaculum) and can have three tries before it aborts the procedure. Doctor and I agreed that we didn't want to take any chances by trying again, so the procedure was aborted, cool saline was used to cool the cavity and we finished. We both agreed that this was the most prudent, safest, and best decision for the well-being of the patient. After removing the device and seeing burns in the vaginal canal and perineum, doctor wanted to see if adding additional tenaculums could give a strong seal and possibly complete the procedure the patient wanted. We started again with a new kit and during the cool, seal check phase, the machine continued to do what it's supposed to, and picked up a fluid loss. We both agreed that we wanted to take absolutely no chances with the patient's safety and we aborted. Doctor and I followed the procedures perfectly and by not proceeding during the initial kit, we took even more care to ensure the patient was safe. I feel extremely confident that doctor followed the procedure steps exactly and the patient's safety was the absolute."